Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that after assembling the products, when the surgeon tried to remove the locking screw, the screw head was stripped and the surgeon had difficulty in removing the screw. The products in question were used for a clavicle non-synthes locking screw removal case. The surgeon used an extraction screw; however, he was not able to disassemble the products in question. The surgeon removed the plate by breaking the screw with a carbide drill; no part of the screw was left in the patient. The operation was extended for thirty minutes due to the incident. There was no adverse consequence to the patient. This report is for an unknown locking screw. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
This report is for an unknown locking screw. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.